Manufacturer narrative:
Unique identifier (UDI): (B)(4) - a supplemental report will be submitted upon completion of plant¿s investigation. Although a temporal relationship between the patient¿s expiration and the liberty cycler exists, there is no documentation that indicates there is a causal relationship between the liberty cycler and the patients' expiration. The patient had a complex medical history, including comorbidities known to be strong predictors of sudden death in the peritoneal dialysis patient. Population. An autopsy was not performed. However the peritoneal dialysis nurse reported the cause of death on death certificate was natural with primary cause: diabetes mellitus and secondary end stage renal disease.

Event description:
A clinical manager called technical services and requested for patient¿s liberty cycler alarm history. The registered nurse had stated the patient expired the day after patient¿s treatment. During follow-up with the clinical manager he stated patient had started his continuous cycling peritoneal dialysis treatment on the evening of (B)(6) 2016. The clinic manager reported that the patients¿ family members found him lying down on the bedroom floor in the morning of (B)(6) 2016. The patient was found to be expired. Liberty cycler alarm history revealed patient received a pressure leak warning message and multiple drain complication alarms prior to patient expiration. Clinical manager assumed that the patient had fluid in his body when he passed away as he had drained less than 500ml. It is not known if the patient was connected to the cycler at the time of expiration. Patients' death certificate was requested but not received at the time of this report.